Event description:
A report was received that the patient developed an infection at the procedure site. The patient was administered medication and underwent an explant procedure. The physician assessed that the infection was procedure related and not device related. The event is resolving and the patient is recovering.

Manufacturer narrative:
.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the procedure site. The patient was administered medication and underwent an explant procedure. The physician assessed that the infection was procedure related and not device related. The event is resolving and the patient is recovering.

Manufacturer narrative:
Additional information was received that the patient was admitted with complaints of pain over the lower back, sweats and fever following the implant procedure. Palpitation over the lead insertion site was painful and erythema extended from upper back to lower back. The patient was treated with pain medication, IV antibiotics (clindamycin and co-amoxiclav) and cultures were taken. During the explant procedure it was noted that there was pus looking fluid at the exit point, the wound was intact and there was inflamed tissue throughout the tunneling path. The patient was discharged and the event was resolved.

Event description:
A report was received that the patient developed an infection at the procedure site. The patient was administered medication and underwent an explant procedure. The physician assessed that the infection was procedure related and not device related. The event is resolving and the patient is recovering.